Event description:
The account generated a false (B)(6) architect anti-hbs result of 20 miu/ml on a healthcare worker who tested anti-hbs (B)(6) 6 months earlier. Additional marker testing (B)(6). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7c18 that has a similar product distributed in the u.s. List number 1l82. (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
Additional testing of the healthcare worker was performed at a reference laboratory with (B)(6) results of 20.59 and 20.59 iu/ml. Method of testing not provided.

Manufacturer narrative:
A review of ticket searches determined that there is no unusual activity for the likely cause lot and the complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. No patient sample was available for return, therefore clinical specificity testing of (B)(6) control replicates was performed using an in-house retained kit of lot 43541lf00. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on all available information, the evaluation determined the assay performed as intended and no product deficiency was identified.